Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump was not working in an arctic sun device.

Event description:
It was reported that the pump was not working in an arctic sun device. Per follow up information received via mail on 10mar2025, unit was here at crawley technical services. It was on assessment status. Repair was pending. Therapy was stopped with one system and not continued with the other.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). The complete initial reporter facility name is (B)(6) hospital. Correction: b, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Faulty circulation pump. Circulation pump was replaced. Faulty pressure transducer, faulty t2 sensor, faulty input/output circuit card. Input/output circuit card, tank harness, pressure transducer were replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump was not working in an arctic sun device. Per follow up information received via mail on 10mar2025, unit was here at crawley technical services. It was on assessment status. Repair was pending. Therapy was stopped with one system and not continued with the other. Per sample evaluation results received via task on 25mar2025, it was reported that there was a faulty pressure transducer. Faulty t2 sensor and faulty input/output circuit card.